Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the lead wires broke in (B)(6) 2014. The leads were replaced on (B)(6) 2015. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.